Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps had a torn wire. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed. No arcing was observed during the procedure. Although bipolar grasping forceps and monopolar scissors were used, there were no additional details such as sparking or smoke. No arcing event occurred, and no injury or adverse event was experienced by the patient during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found at the base of one of the instrument grip-tips. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. The instrument conductor wire insulation appeared to be damaged. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding a torn wire was confirmed by failure analysis